Event description:
Customer reported a check valve failure, stating the vancomycin secondary ran back into the primary bag, and continued to flow even with the pump in pause mode. Pharmacy "checked the guardrails" and found no programming issues. Customer stated their internal investigation testing confirmed a high level of vancomycin in the primary bag fluid, which should have had none. There was no report of pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Customer indicated the set was retained for investigation but it has not been received yet. A follow up report will be submitted with results should the device be received for eval.